Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited low pacing impedance measurements. An x-ray revealed that there was an insulation anomaly. This patient underwent a revision procedure and it was reported that this lead was fractured. The lead was explanted and successfully replaced. This product is not expected to be returned. No adverse patient effects were reported.

Event description:
Additional information was received that the lv lead was confirmed to be fractured under fluoroscopy. No adverse patient effects were reported. At this time, this product will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.